Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Within the course of 1 year, the battery longevity was noted to have decreased from 4 years to 1.5 years remaining. A request was made to have data from this device analyzed, however disk data is not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Within the course of 1 year, the battery longevity was noted to have decreased from 4 years to 1.5 years remaining. A request was made to have data from this device analyzed, however disk data is not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.